Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection. Functional testing revealed an open input fuse and burnt transistor. The open fuse prevented the controller ac adapter from providing power, confirming the reported event. The most likely root cause of the reported event can be attributed to an open fuse and damaged internal component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was not providing power to the controller. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.